Event description:
It was reported that the surgeon inserted an aa4204tf silicone plate lens with toric and did not like the way the lens seated in the eye. The incision was enlarged to remove the lens and a different style of lens was implanted. Sutures were required to close the wound.

Manufacturer narrative:
H6: results - visual inspection of the returned product showed that there was a tear across the optic and a piece of a haptic plate was torn off and missing. There was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.